Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's spouse found the customer unconscious and the pump was sounding and alarm. The customer's blood glucose (bg) level was 24 mg/dl. The spouse attempted to give the customer some juice and 911 was called. The customer was hospitalized with a temperature of 93 degrees. The cause of the low bg was not known. The pump alarm was not identified. There was no observable issues with the cartridge or infusion set. The customer was given juice at the hospital and was discharged the same day. Tandem technical support reviewed the pump data and no alarms were found to have occurred; there were no unusual activities prior to the hospitalization.